Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and gib pcb. System operates as intended. (B) (4).

Event description:
Customer reported the system would not fluoro. No patient injury was reported.